Event description:
Treatment of an avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. During the injection of onyx, it was reported the ultraflow catheter ruptured. The physician stated experiencing some resistance. The injection was paused for approximately 1-3 minutes and there was no reflux. The patient expired the same day. Same event as MDR# 2029214-2014-00073

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and it was found ruptured at 15.5cm from the distal tip. The catheter appeared to have been ruptured during the onyx delivery due to over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. All products are 100% inspected for damage and irregularities during manufacture. Per the onyx instruction for use: "stop injection if increased resistance to onyx les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. Do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture." Results: catheter rupture. Reference (B)(4) follow-up 2.

Manufacturer narrative:
Received additional information on (B)(4) 2014, stating the cause of death was due to complications that occurred after the embolization treatment. (B)(4).